Event description:
Received information stating customer's fill estimate was inaccurate.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years and greater, patient is (B)(6).